Event description:
It was reported that the pump dispensed bolus insulin doses without user intervention.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The user was disconnected from the infusion set at the time of the alleged issue. The pump has not been returned to animas. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed.